Event description:
It was reported that the patient was very sick and was being treated for a 70% stenosed lesion prior to staging the patient for the corevalve tavr [transcatheter aortic valve replacement] trial. On (B)(6) 2013, the patient underwent a stenting procedure to treat a lesion in the mid circumflex (cx) artery with 70% stenosis and two lesions in the left anterior descending (lad) artery via femoral access. A 3.0 x 26 mm non-abbott stent delivery system was advanced into the mid lad and the stent was deployed. Post dilatation was performed using a 3.5 x 12 mm nc trek dilatation catheter inflated three times. The physician then wired the cx artery. No pre-dilatation was performed and the 3.5 x 38 mm xience xpedition was advanced into the anatomy, placing the proximal marker of the catheter at the ostium of the cx. The stent was successfully deployed at 12 atmospheres for 20 seconds. The balloon was then deflated; however, deflation time is unknown. The physician then attempted to remove the delivery system catheter; however, at the distal marker, the delivery system catheter became stuck at the ostium of the cx. The physician believes that the stent delivery system caught on a strut of the newly deployed stent. The physician pulled the catheter, applying force, and the inner member of the delivery system catheter separated at the guide wire exit notch. The separated segment remained in the guide catheter. An attempt was made to snare the separated segment; however, the snare attempt was unsuccessful.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patients condition began to decline, as evidenced by a drop in blood pressure, and a non-abbott cardiac assist device was used. Guide wire and guide catheter access was then lost and the separated segment then became free of the guide catheter and was free-floating in the aorta. Numerous attempts were made to snare the separated segment with numerous techniques as well as attempts to wire the proximally occluded cx artery for over an hour or longer period; however, it could not be retrieved. The patients condition continued to decline and the physician recommended surgery to remove the separated segment because the cx was occluded and the patient was in cardiogenic shock; however, the patients family declined surgery. At the end of the procedure the patient was intubated, sedated, with systolic blood pressures 85-90, on alpha dopamine and full impella support. The patient was sent to the intensive care unit and died on (B)(6) 2013. No additional information was provided. User facility medwatch report received states, during cardiac catheterization, after percutaneous intervention on two lesions in the lad, a percutaneous intervention was performed on the lesion in the mid-circumflex. Following stent deployment in the circumflex with xience expedition stent at high pressures, the balloon was deflated and the delivery catheter was removed. It was noted that the delivery catheter was fractured, with retained distal segment with its tip in the ostial circumflex and proximal end of retained catheter fragment somewhere in the aorta. Numerous attempts were made to snare this with numerous techniques, as well as attempts to wire the proximally occluded circumflex artery, over an hour or longer period failed. Were prepared to go to emergency open heart bailout surgery but family opted for medical therapy only, expecting death to occur due to intractable shock attendant to circumflex occlusion and cardiogenic shock. At the end of the procedure the patient was intubated, sedated, with systolic blood pressure 85-90, on alpha dopamine and full impella support. The patient was transferred to ICU. Pt expired on (B)(6) 2013 at 0101. Concomitant products: guide wire: prowater; guide cath: ebu 3.5; stent: 3.0 x 26 mm resolute. (B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and cine analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Additionally, it should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. In this case, the application of force was due to procedural circumstances where reportedly, the sds was stuck with the stent struts during withdrawal requiring force. Based on the information reviewed, there is no indication of a product deficiency.